Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery depletion was reportedly premature.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 419588 lead, implanted :(B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.